Manufacturer narrative:
(B)(4). Concomitant medical products: gender solutions natural knee femoral component cat#: 00541201602, lot#: 62964596 , articular surface ultracongruent "size 3 4 cat#: 00542802309, lot#: 62949375, metal backed patella component porous size 1 cat#: 00541800001, lot#: unk, ti fully threaded cancellous bone screw cat#: 430107050, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01320, 0001822565 - 2018 - 01321. Product location is unknown.

Event description:
It was reported that the patient was revised two and half year after total knee arthroplasty due to pain, shifting and loosening.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.